Event description:
Ous MDR - after an implantation period of about 27 months, oversensing was reported via home monitoring for the first time. The patient underwent several follow-ups. Rv sensibility was changed. The physician decided to replace the lead on (B)(6) 2014. No adverse patient side effects have been reported. The lead was not returned for analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected at 54.5 cm proximal to the tip. Only the distal lead segment was returned for analysis. The visual inspection of the available lead segment revealed a damaged insulation as a result of wear in the region of the tricuspid valve. Further insulation damages were noted at 33 cm proximal to the lead tip. At this last position the lead body was found squeezed and deformed. These findings can be considered to be the root cause of the clinical observation. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular; first rib entrapment as well as the interaction with the tricuspid valve. Further analysis revealed explantation damages i.e. Deformations of the svc shock coil were observed. The analysis did not reveal any sign of a material or manufacturing problem.